Event description:
The complainant reported that the automated impella controller (aic) had a frozen screen. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported display issue has been completed. Data analysis shows the purge cassette was reinserted 11 times. Every time upon cassette insertion, the console ic6073 received ¿purge disc not detected - alarm,¿, which made the aic not pass through the cassette and disc insertion screen, which confirms the reported failure frozen screen. The aic console was also tested, and the issue was able to be reproduced on the bench. Upon visual inspection, the missing disc detect flag was confirmed and a crack in the retainer was noted. The cause of the issue was determined to be a defective component. The failure modes will be monitored and trended.